Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and distorted device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown ethnicity underwent primary breast augmentation with a 475cc mentor siltex round moderate profile and experienced breast implant deflation, and deformation on her left side postoperatively. As a result, the patient will undergo explantation and replacement of device on (B)(6) 2020.